Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a semi-open pneumonectomy, the green cartridge became deformed at the first firing when the device was used to resect right upper lobe. The staple line and cut line were completed. The doctor commented the device could clamp the target tissue, though, the tissue was very hard. Black cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: first and second pictures shows the proximal part of an anvil with no cartridge loaded. Third picture shows a green cartridge. The one piece sled is on the proximal part of the cartridge as if it was fully fired. In addition a loose driver appears to be in the middle of the reload. Fourth picture shows a green cartridge with the cartridge deck damaged and the cartridge pan dislodge. Based on the photos alone the event describe is confirmed.